Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 510 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer was advised to calibrate 3-4 times a day. No further information was provided